Event description:
Boston scientific crm received information that the patient implanted with this transvenous defibrillation lead experienced a vt/vf storm and received five shocks. Therapy was exhausted. The shocks did not convert the arrhythmia, but the rhythm converted on its own. A fault code was observed indicating a shorted condition had occurred. The patient was monitored in the hospital until the device replacement could be performed. It was noted that the device monitoring voltage was 2.57v. The right ventricular (rv) pacing impedance was <200 ohms and no capture was observed. The shock impedance had increased from 36 ohms to 78 ohms. The warning message specifically stated that a shorted condition occurred during shock delivery.

Manufacturer narrative:
Technical services discussed potential insulation damage and recommended replacing the lead and device, as the device may have been damaged during the shocks. The lead was damaged during extraction; a portion of the lead will be returned and the remainder was surgically abandoned. Insulation abrasion was noted, possibly due to friction with the device can. A new boston scientific defibrillation lead and ICD were successfully implanted. The explanted device and portion of lead will be returned. This report will be updated when additional information is available.

Event description:
--

Manufacturer narrative:
The lead was severed 14 cm from the is-1 terminal pin with only the proximal segment returned. The trilumen insulation was abraded through and the distal high voltage cable at this location found the conductor to be melted. The abrasion was likely caused by lead on can contact. Laboratory analysis confirmed the reported clinical observations.